Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, three heartstring iii failed to load. A forth replacement unit was used to complete the procedure. The hospital did not report any pt effects. Products are not returning as they were discarded. Refer to MFR report numbers: 2242352-2011-01884, 2242352-2011-01885, 2242352-2011-01886.